Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse stated that the display was not working and that there was also a continuous beeping sound. The fse replaced the main board after determining that it was faulty. The unit was then working okay. All tests passed. All functions were working properly. The iabp was then handed over to the customer in good, working condition.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) units display is not coming. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) units display is not coming on also continuously beeping. There was no patient involvement.